Event description:
It was reported the patient's atrial lead exhibited exit block. As a result, the lead was replaced. No adverse consequences were reported. No further information available. The exact date of the procedure is unknown at this time.

Manufacturer narrative:
(B)(4).